Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) system recently underwent an ablation procedure and immediately following the procedure the shock impedances were 28 ohms. It was reported that the shock impedances prior to the procedure were between 55-60 ohms. Subsequently, the patient went home and later returned due to the ICD emitting beep tones. The device was interrogated and a shock lead alert was observed. Shock impedance measurements were taken while in the clinic which returned normal impedances, 59 ohms. The shock impedance trend revealed just one isolated low measurement and there was no noise or other electrical issues seen during interrogation even with pocket manipulation. The physician plans to monitor this patient through the remote home monitoring system. No adverse patient effects were reported. This patient's system remains implanted.